Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. The caller was unable to troubleshoot or provide more info about the event. Advised the caller to have the customer call us for troubleshooting once he is out of the hosp. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best our knowledge.